Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer managed to get the pump to charge and declined further troubleshooting with technical support.